Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date (02/16/2021) as no event date was provided. E1: initial reporter address 1: (B)(6). Device evaluated by MFR: upon receipt at our post market quality assurance laboratory, this v-18 control wire was inspected. The distal tip of the guidewire was bent and the distal tip section was detached. The guidewire dimensions were measured and were within specifications. No further visual damages were found in the returned device.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the tibial artery. A v-18 control wire 200cm, 8cm poly tip was inserted. However, the device detached from the artery. Further information has been requested but has not been provided at this time.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date ((B)(6) 2021) as no event date was provided. (B)(6).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the tibial artery. A v-18 control wire 200cm, 8cm poly tip was inserted. However, the device detached in the tibial artery. The detached tip was retrieved.